Event description:
In 2003 the pt had a cypher bx 23300 implanted in the obtuse marginal and a sorin stent in the first diagonal. The physician performed a follow-up angio in jan, 2004. At that time, there was no restenosis on cypher deployed site and first diagonal was good as well. However, lately, the pt has chest pain with mi, so he took angiogram and found the cypher stent fracture with a 3mm gap and it made a total occlusion on obtuse marginal branch. To treat the thrombus, poba was conducted and a 3.0x28mm taxus stent implanted.